Event description:
It was reported by the rep that the (1)cdh29 was used during a low anterior resection procedure. It was reported that when the device was fired it was discovered that there were no staples present in the device. The case was completed with a second device and there was no consequence to the pt.